Event description:
During preventative maintenance of the device, the field service rep reported the central control monitor generated a vibrating noise that occurred intermittently. The rep replaced the fan assembly, resolving the issue. The fan assembly was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet completed.